Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Bleeding/hematoma is a known risk due to the impella's anticoagulation and purge requirements. Bleeding is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Event description:
An impella cp device was inserted into the right femoral artery in a 74-year-old male patient with a past medical history of coronary artery disease (cad), diabetes, renal insufficiency, and dialysis, presenting in an out-of-hospital cardiac arrest with cardiopulmonary resuscitation (CPR), in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support as a bailout for a high-risk percutaneous coronary intervention (pci). At the end of the case, the patient developed a hematoma at the insertion site. The post-procedure outcome is survived at explant. The impella functioned at p-3 at 2.0l/min with no issues. Bleeding/hematoma is a known risk due to the impella's anticoagulation and purge requirements. Bleeding is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: hematoma/asae: the cause of the access site adverse event was not determined due to insufficient clinical details.